Event description:
This unit was returned to co's facility for repair. It was noted by co's repair technician the power actuator had overheated, causing damage to the foam and cover. Non injury. Lifter was not in use.